Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff reported the lab technician having an allergic type reaction. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. A similar product sold in the USA contains these same ingredients (methyl-methacrylate).

Event description:
The lab technician experienced skin irritation on face, hands, fingers, palms and arms while using palaxtreme. The technician sought medical care and allergy testing from a dermatologist and was prescribed corticosteroid tablets and ointment. Results of the allergy test are not available at this time. The technician's symptoms are improving while using these prescriptions. The technician reported that they wear gloves sometimes while using the product. Diligence in personal protection is recommended in the IFU as required.